Manufacturer narrative:
Device is a combination product. (B)(4).. Device evaluated by MFR.: a promus element 2.75x38mmmm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The most proximal stent strut row was stretched proximally. The crimped stent (outer diameter) od of the remaining undamaged portion of the stent was measured and the result was within maximum crimped stent profile measurement. The stent showed no signs of movement on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-sep-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a maverick balloon catheter. A 2.75x38mm promus element¿ long drug-eluting stent was then advanced but failed to cross the lesion. The lesion was again pre-dilated using a non-bsc balloon catheter and another promus element stent of different size was then deployed and completed the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.